Event description:
A caller reported damage to the pump housing and usb port/ pins, which impacted the ability to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.